Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental correction report was created to capture updates on b5: describe event or problem. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that patient with this right ventricular (rv) lead had perforation. Also, patient experienced pain and discomfort. This lead was explanted and replaced. This device was returned to boston scientific for evaluation. No additional adverse patient effects were reported. Additional information was received detailing that this lead exhibited high pacing thresholds, loss of capture, pacing inhibition and undersensing the night prior to the procedure. Additionally, asystole was also observed.

Event description:
It was reported that patient with this right atrial (ra) lead had perforation. Also, patient experienced pain and discomfort. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that patient with this right ventricular (rv) lead had perforation. Also, patient experienced pain and discomfort. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on b5: describe event or problem. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that patient with this right ventricular (rv) lead had perforation. Also, patient experienced pain and discomfort. This lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information was received detailing that this lead exhibited high pacing thresholds, loss of capture, pacing inhibition and undersensing the night prior to the procedure. Additionally, asystole was also observed.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes h6: patient codes h6: impact codes this supplemental correction report was created to capture updates on b5: describe event or problem. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.